Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a mildly calcified common femoral artery was attempted with a proglide device via a 6f sheath using the pre-close technique prior to a transluminal aortic valve implantation (tavi) procedure. Reportedly, the plunger was pressed in, yet was unable to be removed completely. The plunger came out about one third of the way then became stuck despite a number of attempts, the footplate was unable to be closed. The vessel was incised and the device was removed surgically. The sheath was upsized to 14f and the tavi procedure was completed. Hemostasis was achieved with surgical suturing. Hospitalization was prolonged. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.